Event description:
This complaint is from literature source. From the article -1 patient had stroke (cerebrovascular accident - catheter-thermocool sf). The author¿s opinion is that this event is directly related to the ablation. Multiple attempts were done to request for further details of the event. However no additional information has been provided. Title: relationship between contact force sensing technology and medium term outcome of atrial fibrillation ablation: a multicenter study of 600 patients. The goal of this study was to test the hypothesis that use of cfs is associated with lower fluoroscopy times and improved freedom from arrhythmia in the medium term following first time paroxysmal and non-paroxysmal af ablation: 1 patient had atrioesophageal fistula leading to death (catheter-thermocool sf); 1 patient pv stenosis (pulmonary veins stenosis - catheter-thermocool sf); 2 patients phrenic palsy catheter (catheter-thermocool sf); 11 patients femoral complications (hematoma- catheter-thermocool); 1 patient had tia (transient ischemic attack -catheter smarttouch); 7 patients had pericardial drains (cardiac temponate -catheter smarttouch).

Manufacturer narrative:
(B)(4).